Event description:
Pt had implant of device in 1998 for intrathecal infusion or pain medication for neuropathic pain. The pt developed infection with catheter tip positive for strep. The pt was treated with explantation of the catheter in 2000. The infection resolved and the pt had pain decreased to 50-60%.